Event description:
It was reported that the device was used during a thoracoscopy. It was reported by the rep that the 1st firing and 3rd firings of the ez45g instrument were good, but the 2nd firing wasn't. (This info is questionable due to length of time since the incident). The procedure was converted to open and when the final firing of the ez45g with the zr45g reload was done, it also misfired. The case was completed using a tct75 instrument. The procedure was converted to open.